Event description:
A home patient reported minicaps with no poly-vinyl-pyrrolidone. Per the home patient, the sponge is white with no trace of betadine present. Per the home patient, no patient injury or medical intervention associated with these incidents.